Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving higher readings with her adc freestyle libre sensor than readings received on the built-in meter. She further reported that on (B)(6) 2019 she received the following comparisons: sensor: 484 mg/dl (15:00) vs meter: 170 mg/dl (15:08) and sensor: 500 mg/dl (15:40) vs meter: 69 mg/dl (15:46). At the time when the readings were received, customer was experiencing hypoglycemia with ¿tremors and sweats¿. A non-healthcare provider treated customer with orange juice. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving higher readings with her adc freestyle libre sensor than readings received on the built-in meter. She further reported that on (B)(6) 2019 she received the following comparisons: sensor: 484 mg/dl (15:00) vs meter: 170 mg/dl (15:08) and sensor: 500 mg/dl (15:40) vs meter: 69 mg/dl (15:46). At the time when the readings were received, customer was experiencing hypoglycemia with ¿tremors and sweats¿. A non-healthcare provider treated customer with orange juice. No additional treatment was reported. There was no report of death or permanent injury associated with this event.